Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a power loss alarm and another power error alarm. Blood glucose level at the time of the incident was 208 mg/dl. During troubleshooting, customer was able to rewind the device but unable to clear the alarm. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and self test. All currents within spec range. The pump was monitored for several hours and no unexpected power loss or replace battery now alarm noted during testing. Pump monitored without the test energizer battery inside the battery compartment and reinserts it back into the battery compartment for less than 10 minutes and no unexpected post-reset ram crc alarm noted. The pump was programmed with contour next test glucose meter. The insulin pump communicated properly and recorded the 57 mg/dl test value properly from glucose meter. The insulin pump sensor feature is working properly. No unexpected blood glucose meter communication errors or anomalies were noted during testing. (B)(4).